Manufacturer narrative:
Investigation is ongoing. There is no report of patient pain or injury that led to the revision surgery.

Event description:
Varilift-lx revision surgery reported 1 month post index surgery.

Manufacturer narrative:
Based on the information received to date, the root cause of the event is most likely due to improper placement or sizing of the device by the user during the index surgery. No evidence of a manufacturing or lot defect or device failure or malfunction was found.